Event description:
It was reported that the pt had some post op symptoms of spiked co2 levels.

Manufacturer narrative:
Device has not yet to be returned. Investigation is ongoing. A f/u report will be submitted if any new info is learned.